Event description:
It was reported that during a pta treatment procedure to place a stent in the left subclavian artery, the stent migrated. The physician had deployed the stent in the artery over a 0.18 wire. He then attempted to post dilate the stent using the delivery device, inflating it to 15 atms (rbp). It is not clear whether the balloon of the wire became caught on the proximal end of the stent, causing the stent to move. The stent then migrated approx 0.5cm from its original site. The physician was able to disengage the balloon catheter from the stent and removed it intact from the pt. A second stent placement was required necessitating a second arterial puncture. The pt was reported to have good results and subclavian vessel flow was restored following the procedure.